Event description:
Bilateral titanium mesa rail fracture, in a t3-l5 pso construct, approximately 3 months post-operatively. Patient was revised.

Manufacturer narrative:
Unfortunately, the parts were not returned to the manufacturer for evaluation however, the manufacturing and inspection records for the device were reviewed and there were no manufacturing discrepancies found. This is the first report of this kind and no root cause has been determined, however it is worth noting that the patient did have a pso and the literature has shown that early failure is most common following pso and tends to occur at the pso site. Attempts are being made to get additional details from the surgeon and the data will continue to be monitored for incidents of this nature. Part retained by the patient.